Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not roll properly into delivery tube during the loading process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. The delivery device, seal and tension spring assembly were returned inside the loading device. The tether and tension spring were loaded inside the delivery tube. The seal was not loaded and was cracked in multiple places. The slide lock was engaged; the plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed and also confirmed for cracked seal. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not roll properly into delivery tube during the loading process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.